Manufacturer narrative:
The suspect medical device was returned to the MFR and subsequently forwarded to the supplier for eval/investigation. Eval confirmed the reported phenomenon of a broken off/detached and missing hard metal insert at one of the grasping forceps' jaws. The solder residues show a proper brazing upon visual inspection and there is no indication for a faulty workmanship or mfg fault. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unk. The case will be closed from olympus side with no further actions but the phenomenon will be recorded for trending and surveillance purposes. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during an unspecified laparoscopic gastric bypass procedure, the hard metal insert broke off/detached from one of the grasping forceps' jaws and fell inside the pt's body cavity. No fragments/parts remained inside the pt as they were reportedly retrieved by unk approach. The intended procedure was finally completed by using a similar device and there was no report about an adverse event or pt injury.